Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the cursor on the display screen and the touch stylus tip did not align. Analysis further noted that the cable of the speakers was damaged, the stylus was missing, the cable bay was cracked, the paper drawer was missing some parts, the paper tray was nearly empty, the left keyboard hinge was cracked and there were errors found in the software updates. All found defective parts were replaced as well as software being reinstalled and the stylus calibrated and it then passed all final functional and systems tests. (B)(4)

Event description:
It was reported that the cursor on the programmer display screen and the stylus touch pen tip did not align. The programmer was returned for service. No patient complications have been reported as a result of this event.